Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the device had delivered inaccurate volume of medication. There has been no report of observable clinical symptoms or a change in symptoms identified in the patient.

Manufacturer narrative:
No product was returned. We are unable to confirm the reported complaint. The investigation determined a probable, but unconfirmed, cause of the reported issue to be a faulty expulsor. If the product is returned this complaint will be reopened for further investigation. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. As there was no indication of a manufacturing defect during the investigation, a device history record review was not performed. Per service history review this device has not been in for service previously.